Event description:
It was reported that during the implant procedure, the atrial lead¿s initial p waves measured 2.4 mv but dropped to less than 0.4 mv in three locations within the atrium within ten minutes of the helix deployment. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).